Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Customer reports error code 200.5040 on their 8100 sn: (B)(4) after replacing the logic board. Failure device type, failure problem type, failure mode. After remoting into customers desktop, I walked them through the flashing process. After flashing the 8100 to the correct version, error code clears. Ended call. Ref: (B)(4).